Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigating the actual device used in the incident, it was determined that the device had error domain 2222 and was unable to login. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. A technical support specialist connected to server and modified user domain service account from customer account name to simple name and navigate to settings then interface setup after that user domain and select the desired user domain and click edit in the synchronization account ID, remove the domain prefix. To resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had error domain 2222 and was unable to login. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this incident.